Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the image noise was a defective video cable. In addition, internal corrosion within the coupler assembly, and a unit that failed the water leak test was traced to component failure. The date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the autoclavable camera head to the service center for a separate issue. During the device analysis, the service technician identified that the device exhibited image noise caused by a defective video cable, internal corrosion within the coupler assembly, and a unit that failed the water leak test. There was no patient involvement.